Event description:
It was reported that during a lung procedure, after the device was reloaded, it did not deploy staples on the patient side and bleeding occured. The surgeon completed the case by clamping and suturing with no patient consequence.